Event description:
It was reported that during the implant procedure, the patient had sporadic bursts of atrial activity, so the physician decided not to implant the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): lead was received with no anomalies found.